Manufacturer narrative:
As reported, damage to the 3dmax light mesh edges was noted following insertion into the abdominal cavity, note this was not reported as an out of box condition. Sample evaluation finds there are multiple tears in the edge seal, there are areas where the mesh has separated from the edge seal, and it appears that a surgical tool / graspers were used during the placement attempt. No manufacturing anomalies were found. Based on the event as reported and returned sample condition, root cause is user/device interface while handling the mesh with graspers while attempting to place. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1353 units released for distribution in july, 2023. The precautions section of the instructions-for-use states "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a procedure, 3dmax light mesh was inserted into the abdominal cavity through a 12 mm port. After insertion ¿the mesh edges were observed to be damaged through the screen¿ as such the mesh was removed. Another 3dmax mesh was used to complete the procedure. There was no patient injury.